Manufacturer narrative:
Neither valid lot number or product code were reported. Clinical details were quite limited. No product was returned, therefore physical evaluation, full investigation or definitive conclusions were impossible. Factors affecting device performance include: device ability, surgical ability and conformance with instructions for use which includes recommendations, precautionary statements and instructions for proper use of product. If objective evidence or relevant information becomes available to assist with evaluation the complaint will certainly be revisited.

Event description:
It was reported that patient had right shoulder increase in pain with popping and grinding that was treated with a revision surgery. The event is considered as resolved.

Event description:
It was reported that patient had right shoulder increase in pain with popping and grinding that was treated with a revision surgery.